Manufacturer narrative:
Unit received with operational currents within spec and passed self test and displacement test. Power error 25 due to connector resistance issue on the electrical board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error. The customer's blood glucose was 145 mg/dl at the time of incident. The customer was advised how to perform troubleshooting. It was reported that the power error alarm recurred within a week after troubleshooting. The insulin pump was returned for analysis.